Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the proximal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon ruptured occured. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilation; however, the balloon ruptured. The procedure was completed with another of the same device. No patient complication were reported.

Event description:
It was reported that balloon ruptured occured. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 2.00 mm x 12 mm nc emerge balloon catheter was advanced for dilation; however, the balloon ruptured. The procedure was completed with another of the same device. No patient complication were reported.